Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that the device generated a distal occlusion alarm. The tubing set was to be used for an epidural delivery of bupivacaine 0.5%, at an unspecified rate, via a gemstar pump. It was reported that during priming prior to pt use, the tubing set was loaded into a gemstar pump. After an unspecified length of time, it was reported that the pump alarmed for distal occlusion. No specific details were provided. The customer contact reported that the tubing set was removed form the pump and loaded into a second pump. After an unspecified length of time, it was reported that the second pump alarmed for distal occlusion. The tubing set was replaced and the therapy was initiated. Though requested, no additional information was provided.